Event description:
It was reported that 2 bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: I have two sets of the smartsite extension set filter tubing with ref #(B)(4) that would not prime for staff.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19oct20223 investigation summary: 2 samples were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a bd primary set primed with 85% glycerin / 15% water solution and allowed to prime using gravity. The sets were unable to be primed using gravity. A quality notification was sent to the supplier. During the supplier investigation excess solvent was observed. A quality notification was sent to the manufacturer. The manufacturer investigation found the main root cause to be attributed to double gumming (repeat the solvent application twice). As a preventative action a quality notification was created for this defect. A device history record review for model 20128e lot number 21129190 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 2 bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: I have two sets of the smartsite extension set filter tubing with ref #(B)(4) that would not prime for staff.